Event description:
It was reported that the rigid video laparoscope exhibited blurry image. The event occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
E1- initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide bundle is yellowed, light guide bundle of universal cord is severely interrupted and weakened, the light guide bundle of insertion section is slightly worn, interrupted and weakened and light guide bundle is severely interrupted and weakened. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image was blurry due to component failure of the light guide bundle. The most probable cause of the complaint was cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.